Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the cardiac monitor was returned and analyzed. No anomalies were found.

Event description:
It was reported the patient developed an infection at the "wound site". It was further reported that interrogation of the implantable cardiac monitor showed undersensing episodes. The monitor was explanted to treat the infection and may be replaced at a future date. No patient complications were reported as a result of this event.

Event description:
Asku